Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 16th june 2023. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. The suspect handpiece was received with the lens stuck in the cartridge and an inadequate amount of ophthalmic viscoelastic device (ovd). No assembly issues before and after disassembly were observed. The lens was removed, cleaned and visual inspection found lens damage, the lens was torn, and the haptics were detached. No further evaluation was performed and no other issues identified. The complaint issues of stuck in cartridge and lens damaged were identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that while advancing the intraocular lens (iol) during implantation into the patient's eye, the lens did not advance normally and seemed to be ruffled. The lens was not implanted. A new iol was opened and implanted normally without any issues. No further information was provided.

Manufacturer narrative:
Section e1 - telephone number: (B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.